Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported that her husband's adc blood glucose meter turns on with a button press but not with test strip insertion. As a result of this issue, the customer was unable to perform a test. The caller stated that her husband received medical attention from his doctor, and that his medications were changed. No additional information was available as the caller did not wish to continue troubleshooting at the time of the call. Attempts were made to contact the caller/customer to complete a medical survey without success. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1509204 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.